Event description:
It was reported by the affiliate that during a hemi-thyroidectomy, the instrument did not fire or form clips. The procedure was completed using a new clip applier. There was no patient consequence.